Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision was femoral stem loosening. Patient had a fall 3 months ago.

Manufacturer narrative:
The devices associated to the complaint were not returned for analysis. The DHR analysis for the corail stem provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. Based on the information received and the investigation performed, no product related issue was identified. The root cause of the issue could be related to the fall as indicated in the complaint description. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.